Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument and confirmed a leak from the cc sample probe. The fse assigned the cause of the leak to the cc sample probe collar wash valve and replaced the valve to resolve the leak. The bec internal identifier for this report is (B)(6).

Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 800 pro synchron system leaked from cartridge chemistry (cc) sample probe. The operator wore personal protective equipment consisting of gloves, eye wear and a lab coat while operating the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.